Manufacturer narrative:
(B)(4). The patient age was estimated as (B)(6). The physician did not want to remove the cds due to the difficulty grasping. After approximately 10 cm of gripper line had been removed, increased resistance was felt and the gripper line broke. The remainder of the deployment procedure was performed and the cds was removed. An attempt was then made to remove the gripper line and after carefully pulling alternate ends of the line, it was eventually removed with little resistance. The clip was successfully implanted. With the two clips implanted mr was reduced to 2-3. The steerable guiding catheter (sgc) was then removed and a large atrial septal defect (asd) was noted. A 14mm asd occluder was successfully placed to seal the asd. No additional information was provided. The other clip delivery system and the steerable guide catheter, referenced are being filed under separate medwatch MFR numbers. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post-procedure, mitral regurgitation (mr) worsened although the clips remained secure on the leaflets. The cause of increased mr is unknown. On (B)(6) 2016, an initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet prolapse and an anterior flail. Four clips were implanted, reducing the mr from 4 to 2-3. The patient's condition did not improve and, on an unspecified date in 2016, a follow up echocardiogram was performed that showed severe mr. All four clips were secure on the leaflets. On (B)(6) 2016, another mitraclip procedure was performed to improve the patient's condition enough to allow for a surgical mitral valve replacement. Jets were noted between the 2nd and 3rd clips, between the 3rd and 4th clips, and lateral to all 4 clips. One clip was implanted between the 3rd and 4th clip and the mr was reduced to 3-4. A 2nd clip delivery system (cds 60105u146) was advanced for treatment of the lateral jet. Leaflet grasping was difficult due to the challenging anatomy. After successful grasping, the deployment steps were started. While checking the gripper line, resistance was noted and the line could not be moved. The clip was opened to 60 degrees, and the gripper line could be retracted with resistance.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. There was no reported device malfunction associated with the clip delivery system. All four clips were secured on the leaflets. The reported patient effects of worsening mitral regurgitation (mr), dyspnea, and renal insufficiency/failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. Based on the information reviewed, the worsening mr appears to be related to patient/procedural conditions, due to the patients challenging and diseased valve. The reported dyspnea is likely a cascading/secondary effect of the worsening mr. While the worsening renal failure is possibly a worsening of a pre-existing condition, this cannot be confirmed. The reported additional therapy/non-surgical treatment and hospitalization are a result of case specific circumstances, as the patient was re-hospitalized and underwent a second mitraclip procedure to treat the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: approximately 2-3 days after the initial procedure, the patient experienced dyspnea and increasing renal failure and the mitral regurgitation grade increased to 4. After the follow up mitraclip procedure on (B)(6) 2016, the patient was confirmed to be clinically stable and continues to improve.